Manufacturer narrative:
Device evaluation anticipated, but not yet begun. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a 11500a23 valve implanted in aortic position was explanted after an implant duration of three (3) years and eight (8) months due to calcification leading to stenosis. Another inspiris valve was implanted in replacement concomitantly with mitral valve replacement (mvr) and tricuspid valve replacement (tvr) with CABG. Two valves model 11400 were implanted in mitral and tricuspid position.

Event description:
Edwards received notification that a 11500a23 valve implanted in aortic position was explanted after an implant duration of approximately three (3) years and eight (8) months due to calcification leading to severe stenosis (peak 63 / mean 40mmhg) and trace regurgitation. Velocity was 3,97m/s and valve area / index was 0,8. The patient presented with nyha class iii symptoms, shortness of breath. Another inspiris valve was implanted in replacement concomitantly with mitral valve replacement (mvr) and tricuspid valve replacement (tvr) with CABG. Two mitris valves were implanted in mitral and tricuspid position. Unfortunately, patient passed away on post-operative day 4 due to severe mesenteric ischemia.

Manufacturer narrative:
Added information to b5, b7 and h6 (clinical code). H11 - additional manufacturer narrative: the device was received for evaluation. The report of calcification was confirmed. Report of stenosis and regurgitation were not able to be confirmed in the as received condition. As received, commissures 1 and 2 were bent outwards and commissure 3 was bent inwards. Leaflet 2 and 3 had cut out sections approximately 14mm x 4 mm and 12mm x 3 mm respectively. Cut out sections were not returned. X-ray demonstrated cocr band was intact and the vfit cocr alloy band was not expanded. X-ray also demonstrated heavy calcification on the remainder of leaflets 2 and 3 and moderate calcification on leaflet 1. Extrinsic calcific deposits were observed on the surface of all three leaflets at the inflow aspect and on leaflet 3 on the outflow aspect. Sewing ring cloth was cut in multiple areas around the valve and exposed silicone of sewing ring.

Manufacturer narrative:
Added information to section h6 (type of investigation, investigation findings and investigations conclusions). H11. Manufacturer narrative: the device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Calcification is most commonly related to patient factors and is not usually an indication of a device malfunction related to a manufacturing deficiency. The instructions for use (IFU) have been reviewed and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. The most likely cause is patient factors, including chronic moderate renal insufficiency and dyslipidemia.